Manufacturer narrative:
H.6. Investigation: 1. DHR was reviewed and no qn found 2. Manufacture records were reviewed, no abnormality was found. 3. 7pcs retention samples were checked on IV point, IV lube, needle puncture, needle angle, IV length and cannula od, all results passed. 4. Pen needle product has 100% IV point inspection by visual system, and defect part will be rejected automatically. 5. Due to no sample returned, further investigation can¿t be implemented. 6. Base on investigation above, the certain cause cannot be concluded at the moment. See h.10.

Event description:
It was reported that pen needle 31gx5mm 5b 28ct patient end cannula was too long. This was discovered on 28 occasions after use. The following information was provided by the initial reporter: 1. On june 30, the customer had bought a box of 5mm pen needles from pharmacy. Customer felt that the patient end needles were thicker and longer than those she had bought before felt painful after using pen needle. 2. Customer had injected (B)(4) units at a time and 4 times a day, and she used novo pen.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen needle 31 gx 5 mm 5b 28 CT patient end cannula was too long. This was discovered on 28 occasions after use. The following information was provided by the initial reporter: on june 30, the customer had bought a box of 5 mm pen needles from pharmacy. Customer felt that the patient end needles were thicker and longer than those she had bought before felt painful after using pen needle. Customer had injected 10 units at a time and 4 times a day, and she used novo pen.